Manufacturer narrative:
(B)(4). Recall numbers: this ipg serial number was included in a field advisory 1627487-07262012-002-r and 16271487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's wife reports the ipg is unable to communicate with the charging system. The patient's wife states the ipg has not been recharged nor stimulation enables for over two years. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has resumed and issue has been resolved.